Event description:
It is reported that patient underwent right total hip arthroplasty on (B)(6)2006. It is also reported that patient experienced pain, and a "pop in her hip" a few days after implantation, x-rays have shown that the acetabular component has rotated. Revision was performed on (B)(6)2006.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this event is related to the issues for which zimmer implemented a correction in july 2008. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).